Event description:
The patient reported that the up, down, and ok buttons either did not activate pump functions when pressed or activated too many pump functions. She reports that the buttons sometimes stick. She denies cleaning the pump. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the keypad buttons intermittently activated pump functions when pressed. Multiple button presses are required for the buttons to activate pump functions. The buttons do not click or spring back normally. Adhesive was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.